Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and per the physician, the reported slda was due to patient anatomy. The cause of the reported difficult imaging was unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 07 june 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Imaging quality was poor. A xtw (lot: 40118r1018) was implanted, reducing mr to grade 1. The next day 08 june 2024, the clip was observed to have detached from the posterior leaflet (single leaflet device attachment (slda)) and mr was recurrent grade 4. A xtw (lot:40116r4104) was implanted to stabilize, reducing mr to trace. Thsere was no patient consequences or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.